Event description:
It was observed that during the device evaluation, that the camera head exhibited an issue with the adapter. It was confirmed that the fixing part of the adapter had come off and could not be fixed in the specified position. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, a probable root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.